Event description:
Company representative has reported an incident of the forks are breaking. No injury. The wheelchair was reportedly in use for approximately 3-6 months. Please note any further information will be provided in a supplemental report.